Event description:
This ra lead was implanted on (B)(6) 2009, and was explanted on (B)(6) 2015, due to infection. The physician was dr. (B)(6), at (B)(6) hospital . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).